Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the eval results. It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used for a "kidney stones" procedure performed on (B)(6), 2009. According to the complainant, one retrieval basket wire broke out did not detach, causing the device to be unable to close inside the pt's ureter. No stone was present in the retrieval basket when the malfunction occurred. The procedure was successfully completed using a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual inspection of the returned device found the retrieval basket open and one prong broken, but not detached from the device. A functional check found the thumb wheel was unable to move in any direction, causing the device to be unable to close. The sheath was pulled away, exposing foreign material lodged in the basket. The foreign material prevented the basket from closing and may have contributed to the basket prong breakage. It is highly possible that the foreign material present on the returned device is due to anatomical/procedural factors encountered. Therefore, the most probable root cause for this complaint is operational context. (B)(4).